Event description:
It was reported by the physician that the pt was being referred for replacement due to an increase in seizures. The pt's last known generator info showed proper device function. Attempts for further info have been unsuccessful to date.

Event description:
Further information was received through a company representative indicating the patient underwent replacement surgery as scheduled. Attempts to obtain the explanted device were unsuccessful to date.

Event description:
Further information was received through clinic notes indicating the patient was doing well and the seizures were well controlled now; however, the medical professional found that they were triggered by stress. At the moment, the patient is being referred for replacement surgery.